Event description:
It was reported that the pt presented in doctor's office unassisted and able to ambulate. She complained of a grinding sound in her hip. X-rays were obtained and showed fracture of the femoral head. Surgery was performed in 2009. Particulate debris was everywhere within the wound. The head and insert were removed. The trunnion of the stem was so badly deformed that the stem had to be sacrificed. Acetabular shell was intact and left in place. New poly liner was implanted. Preparation was made for a revision stem and implanted. Fresh 36mm head was then inserted and wound was closed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.